Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air accumulated, and it could not be drawn. 3 hours after the procedure, the hemostatic valve was damaged and air accumulation occurred. The air contamination of the vizigo was confirmed only in the side port. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. The issue was resolved by replacing the vizigo short with another new one. There was no patient consequence.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000447 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).